Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm was noted. The insulin pump had intermittent button response due to corroded keypad traces.the insulin pump was received with a broken reservoir tube lip, cracked battery tube threads, minor scratches on the display window, scratched reservoir tube window and a missing end cap sticker.

Event description:
Customer reported the insulin pump alarmed button error. Customer's blood glucose was 113 mg/dl. Customer reported was paling tennis earlier and the device was in his pocket and it was damp, as a significant event that may have caused the device to alarm. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.